Event description:
It was reported to philips that the device's battery cannot be charged. There was no patient involvement.

Manufacturer narrative:
Based on the information available, the root cause of the reported issue is due to the defective battery. Device is working fine as per manufacturer's specifications after replacement of defective battery. The investigation concludes that no further action is required at this time